Event description:
Upon inspecting the packing of a bd 3 ml syringe luer-lok tip with blunt needle, noted several brown spots on the syringe (approx. 1mm) even though the package was sealed and no damage was noted.